Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the husband¿s blood glucose was high and received failed battery test. The customer¿s blood glucose level was 578mg/dl at the time of the incident. The customer reported the husband has the insulin pump, and he was going to change it this morning because the pump wasn't delivering the insulin correctly this morning and his blood glucose were over 600mg/dl. They were unable to get the pump to rewind. The customer received failed battery test. The customer declined troubleshooting for the alarms. The customer had bolus stop, bad battery, low battery alarms. He insulin pump will not be returned for analysis.